Event description:
The pt received her scs system on (B)(6) 2008. It was reported that by (B)(6) 2008, she was not receiving stimulation and could not communicate with the ipg using her programmer, charger, or magnet. An xray was taken which confirmed the ipg had flipped and rotated within the implant site. The physician attempted to correctly orient the ipg on (B)(6) 2008 but during the procedure, he noted the ipg was once again in proper orientation. The physician did reinsert a lead which had pulled slightly out of the ipg header. There were no issues reported after the procedure. No devices were returned for eval.

Manufacturer narrative:
Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.